Event description:
Revision of right total knee. The index surgery was done in 2013, no further information is available from that surgery. The patient presented with a well fixed cemented cr triathlon knee with a ruptured pcl. In surgery it was determined that the patient had a size 5 femur, 4 tibia and 9mm insert. The cr femur was revised to a ps femur with distal augments to address hyper extension. A 16mm insert was used to regain overall stability. No further information available from surgeon or hospital.